Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02959. It was reported that patient experienced ineffective therapy. X-rays confirmed lead migration and diagnostic testing revealed high impedance. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, effective therapy was established.